Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1 h3, h6) a software analysis was performed for this event. In summary, a software issue was identified. The system unexpectedly exited when importing the digital intercommunication of medicine (dicom). Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that the manufacturer representative (rep) was trying to download a CT scan from a disc and every time they created a new patient and clicked okay to download the exam slices, the system would reboot itself. The system was shut down and moved to a new outlet to attempt again. However, the issue persisted. Another disc was burned and the issue then resolved. There was no patient involvement. Additional information received indicated that the digital intercommunication of medicine (dicom) images were burned onto the disc in "jpeg" format which is not supported by the guidance system.